Event description:
The pt received a trial scs lead on (B)(6) 2011. It was reported the lead was removed on (B)(6) 2011 due to a suspected lead fracture. Follow up info revealed the pt was experiencing positional stimulation. The pt reported stimulation became strong and startled him. Diagnostic testing revealed low impedance and invalid contacts. Fluoroscopy was conducted with no anomalies observed.

Manufacturer narrative:
Eval: results: the complaint could not be confirmed. As received, it was observed that the stranded wires were spread apart and slightly twisted just distal to the terminal end. It is not uncommon for this to occur as the individual wires are mobile inside the lead body. The lead was in good condition and passed all functional tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.